Event description:
The patient reported his pump is not working. Exact nature of the defect was not reported. No missed dose or adverse events were reported. Unknown if the patient has the defective device available for return. Unknown if the md is aware. Frequency: use as directed with ocrevus. No additional information was reported. Reported to (B)(6) by: patient/caregiver.